Event description:
It was reported that the pump was explanted because it wouldn¿t work right. It was stated that the pump had not been implanted long before being taken out. The drug used in the system was unknown.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # l63771, implanted: (B)(6) 1999, product type catheter. (B)(4).